Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via clinical study regarding a patient receiving an unknown drug with an unknown dose and concentration via an implantable pump for malignant pain. It was reported on (B)(6) 2017 that examination revealed a pump pocket seroma. Non-surgical or medical intervention on (B)(6) 2017 included aspirating 88ml of fluid from the site. The patient did report what they thought were signs of an infection, which were not confirmed by the hcp. The outcome of the event was noted as ongoing the event date was (B)(6) 2017. The etiology of the event indicated the relationship of the event to the device or therapy was not related and indicated the relationship of the event to the implant procedure was related. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare provider via a clinical study reported the signs of infection were not confirmed by medical provider. The cause of the pump pocket seroma was not determined. The patient's baseline weight was (B)(6) lbs.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare provider (hcp) via a clinical study indicated the patient was receiving hydromorphone 0.5mg/ml for a total dose of 0.60068mg/day and bupivacaine 7.1mg/ml for a total dose of 8.5297mg/day via an implantable pump. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare provider (hcp) via a clinical study indicated the event resolved without sequelae on (B)(6) 2018.